Event description:
It was reported by service report that the left head side rail was unable to be locked in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.